Manufacturer narrative:
(B)(4). Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.